Manufacturer narrative:
(B)(6) 2018, (B)(6) 2018. (B)(4). Philip's field service engineer (fse) evaluated the device onsite. The fse replaced the power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba.

Event description:
The customer reported that the ventilator had a voltage issue. It was reported that the ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.